Manufacturer narrative:
(B)(4). The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedural related issues may have caused or contributed to this event. The healthcare provider has not alleged any issues with the subject device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient underwent mitral valve repair with the edwards annuloplasty ring. Static testing was satisfactory and upon separation from bypass, mitral valve repair was satisfactory. However, there was significant EKG changes as well as regional wall abnormality on tee. The suspicion was an injury to the circumflex; therefore, bypass was reinitiated and a CABG x2 was performed. There was much improved EKG and lv function and patient left was transferred to the ICU on iabp support, after having tolerated the procedure well.

Event description:
There were significant EKG changes to the inferior and inferiolateral wall and regional wall abnormalities observed on tee. There was suspicion an injury to the circumflex had occurred so bypass was reinitiated and CABG x 3 was performed and an iabp was placed. The both the EKG and lv function were much improved and the patient was transferred to the ICU after having tolerated the procedure well. The patient returned to the or on pod #0 for re-exploration due to hemodynamic instability and tamponade. An extensive amount of clot was removed but no obvious bleeding site was identified. It was confirmed that the mitral prosthesis was functioning normally with no insufficiency and no sam.